Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there was fluid in the reservoir compartment. The blood glucose reading was unknown. The customer removed the reservoir and dried the reservoir compartment. The insulin pump passed the self-test. There were no significant events prior to the event. The customer was advised to return the insulin pump for analysis.